Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient's right eye due to blurry vision. There was no reported patient or user harm associated with this incident. It was indicated that the explanted lens was discarded and is not available for return or investigation. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.